Manufacturer narrative:
Reported event of stent deployed prematurely. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that a 0.035 inch guidewire can be inserted through the device without any tangible resistance. However, it was noted that the guidewire did not exit at the guidewire access sleeve but continued through the shaft. This occurred because the compressed area of the inner lumen was offline with the guide wire access port. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2014. According to the complainant, during stent insertion, the stent did not slide smoothly over the guidewire and the stent got stuck on the guidewire before entering the scope. When the physician pulled back the stent, the outer catheter opened and the stent was released outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2014. According to the complainant, during stent insertion, the stent did not slide smoothly over the guidewire and the stent got stuck on the guidewire before entering the scope. When the physician pulled back the stent, the outer catheter opened and the stent was released outside the patient. The procedure was completed with another wallflex bilary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.